Manufacturer narrative:
Investigation summary: one injector connected to a tubing set was received for evaluation. Upon visual inspection, the injectors were noted to be damaged and the grips were out of place. Despite the damage noted, the needle was not exposed and the injector could be connected to a sample connector without issue. A device history review was performed for lot 1805110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. If the grips of the safety sleeve become dislocated, the injector is activated causing needle exposure. To avoid damage to the safety sleeve grips, the injector must be removed by pulling it straight back and it cannot be forcefully engaged. Manufacturing personnel conduct a series of testing and inspections throughout the manufacturing process to ensure the quality and functionality of the device. It was determined this issue likely occurred as a result of improper activation.

Event description:
It was reported that the device was unable to be connected correctly and left needle exposed with a bd phaseal¿ injector luer lock n35c. This occurred on 3 occasions prior to use. The following information was provided by the initial reporter, translated from japanese to english: hcps couldn't connect to other device properly. Then they found the needle was exposed.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the device was unable to be connected correctly and left needle exposed with a bd phaseal¿ injector luer lock n35c. This occurred on 3 occasions prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: hcps couldn't connect to other device properly. Then they found the needle was exposed.